Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to loss of electrode function and the patient was reimplanted with another cochlear device during the same surgery. The patient has a history of revision middle ear surgery performed due to chronic infections (chronic otitis media). During this procedure, the surgeon accidentally transected the cochlear implant electrode.